Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms after changing the infusion set site. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was 390 mg/dl and the customer was to contact a healthcare provider to obtain a back-up therapy to address the bg level. After the supply change, no additional occlusions occurred. The pump was working "fine".